Manufacturer narrative:
The screw sleeve was discarded by the account and is not available for investigation. Device was discarded.

Event description:
It was reported the surgeon was attempting to tighten a screw and the screw sleeve would not grasp the screw. When the screwdriver blade was removed, the screw sleeve broke apart. A back up was not available, however the surgery was completed successfully with no delays.